Event description:
It was reported that the patient underwent left hip joint debridement approximately two weeks post implantation due to excessive drainage and hematoma. Subsequently, five weeks post-op, the patient experienced delayed healing of the left total hip arthroplasty wound. The surgeon utilized the previous incision and performed an arthrotomy. The incision was entirely intact except for a pin hole at the central portion. Once the pin hole was dissected, the surgeon encountered a fluid collection in the subcutaneous region with a small amount of fatty necrosis and the presence of serous fluid. Three cultures were obtained and sent to pathology. The wound was irrigated and debrided, and there was no purulence or evidence of frank infection present. A formal arthrotomy was then performed to ensure adequate irrigation and debridement with intact implants noted. The surgeon reported that the event was probably related to procedure; not related to device and or instruments. The patient had been receiving rocephin but was switched to IV daptomycin due to rash from rocephin. Approximately one week post arthrotomy, the patient was evaluated at the ER for dyspnea, tachycardia and left leg pain. A bilateral pulmonary embolism was confirmed; however, the IV dye used to detect pulmonary embolism led to anaphylactic shock and respiratory failure. The patient was subsequently sedated and intubated. Later, the hospital confirmed that the patient had an unknown infection. Prior to discharge, the patient was doing well from an orthopaedic standpoint. The hip incision appeared well, and the staples were well approximated. Patient was discharged to home with home health care. No additional information available.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503202- bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14- 3112555; 110010263 -g7 osseoti multihole 50mm d - 65273694. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00167; 0001822565-2023-00166; 0001822565-2023-00168. Device remains implanted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;b6;b7;g3;h2;h3;h6. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An initial left total hip arthroplasty was performed on a patient with known history of ehlers- danlos syndrome, which is a disorder of connective tissue effecting the skin, joints, and blood vessels. This disorder places the patient at higher risk for developing post-operative complications, such as wound healing, hematoma's, and infections. Two weeks post op, the patient developed a hematoma and drainage. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. The development of a post-operative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. This wound complication continued, and patient then had an arthrotomy/I&d. The patient then developed a pulmonary embolism (pe) from this procedure. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. The cultures from the I&d were negative for infection, but the patient was treated for infection, and it was confirmed by the hospital that the patient had an unknown infection. During the investigation process, a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.